Event description:
During use, the device heated and there was some thermal damage. The device continued to function. No injuries or adverse event occurred.

Manufacturer narrative:
It is clear that the battery was inserted backwards, based on the visual evidence. When this happens, and the battery drawer spring shorts the contact points, the battery will heat up slightly above normal operating temperatures. Battery MFR confirmed that the batteries have internal short protection and the only way the battery could burn is if the battery is punctured or overheated. It is believed the only way this could have occurred was by inserting a punctured battery backwards in the device, or if the battery was heated by an external source. The event described is the first time such an event has happened with any model of the equipment. To date, the "plus" technology has been used in over 150,000 test days for over 3.5 million hrs without incident. Because the batteries have internal protection, it is believed that add'l corrective actions are not required at this time.